Event description:
It was reported, that the implantable cardioverter defibrillator exhibited t wave oversensing. Programming changes were discussed, but not made. The patient was in stable condition.

Event description:
New information received indicates the t wave oversensing was post paced. The patient was in stable condition.